Event description:
The customer reported a leak during setup for a mononuclear cell (mnc) collection procedure. 180 minutes into the procedure, they received a 'moisture inside the centrifuge' alarm. The operator opened the centrifuge cover and noted a leak from the collection set. They stopped the collection and aborted the procedure. The customer declined to provide patient information. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The disposable set was returned for investigation. Upon visual inspection, a pinhole leak was observed in the inlet line as it exits top of the centrifuge collar line. Solvent was noted on the inlet line to the top of the centrifuge collar line. The manufacturing process was evaluated. The dispensing of solvent for the loop sleeve is a controlled, metered operation. The amount of solvent dispensed is checked regularly during the manufacturing process. The 4 lumen tubing used in the manufacture of these loops was also investigated, and the supplier's extrusion process was also evaluated. There have been no changes to the material or the process and proper procedures for material processing have been followed. Life testing of the loop and channel could not produce similar results experienced by the customer. The one main commonality in examining loops with this failure has been the length of the solvent seen inside the loop sleeve (it is not possible to visually determine the volume of solvent in the loop sleeve once the solvent has been dispensed). Solvent volume is highly controlled,however, it is possible that an assembler could dispense twice into the same side of the loop sleeve. This could then weaken the tubing and, after a period of time in the centrifuge,result in a premature failure of the loop. A review of the lot for similar reports was carried out, none have been reported. Root cause: a definitive root cause could not be identified at this time. Based on the testing and evaluation of the process and materials, it is likely that too much solvent was dispensed into the loop sleeve, which in turn weakened the tubing and over the course of the procedure caused a premature failure of the loop.